Manufacturer narrative:
A product development investigation was performed. Two 04.211.040 2.7 mm variable angle locking screws with lot numbers l054660 and 9280171 were returned and reported to have broken postoperatively. A visual inspection, complaint history review, and drawing review were performed as part of this investigation. This complaint is confirmed. The 04.211.040 2.7 mm variable angle locking screws are implants routinely used in the 2.4 mm/2.7 mm variable angle lcp forefoot/midfoot system (technique guide). The screws were returned and reported to have broken postoperatively. This condition is confirmed; the heads of both screws have torn off along a rough fracture surface. It is possible that cyclical loading from patient noncompliance has led to this complaint condition. Lot l054660 was manufactured in 7/2016 and is a few months old. Lot 9280171 was manufactured in 12/2014 and is over two years old. The balance of each of the returned screws is in condition consistent with insertion, implantation, and removal. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. This complaint condition was possibly caused by cyclical loading of the screws and patient noncompliance; however, this complaint is not likely a result of any design or manufacturing related deficiency. Corrected data: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4): it was reported that the screw broke postoperatively. This event will require additional surgical intervention. Device history records review was conducted. The report indicates that: DHR review for: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4); supplier: (B)(4); manufacturing date: 10.dec.2014 expiry date: 01.nov.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.040 / 7844842 was manufactured in (B)(4); manufacturing location: (B)(4); manufacturing date: 10-nov-2014. Part #: 04.211.040, lot#: 7844842 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported devices were used for distal humerus on (B)(6) 2016, two weeks after the surgery, two va (variable angle) locking screws were broken. Although the patient started a range of motion exercise one week after the surgery, he or she didn¿t put his or her weight on elbow. There is no information available about patient's outcome. This complaint involves 2 parts. Concomitant medical products: 1x unk plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.